Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for spinal pain. Information was reported that the patient is having difficulty with coupling, sometimes it could not find the battery. Other times it would show excellent and then would stop. There were no reported falls or trauma. The battery was not too deep, not angled, and was easy to feel. The caller also stated that the belt was too large for the patient. It was reviewed to start a recharge session away from the body to get the antenna locate to come up to try and find the best position. Additional information was received from a consumer via a rep at a later date. The patient reported that the implantable neurostimulator (ins) was not advancing in charge. For example, the patient would be at 60% charge level on the ins while charging. When she checked it 45 minutes later, it would still say 60% charge level on the ins even though she was getting excellent coupling. The patient would then stop charging, unplug the recharger, and start charging again. The patient felt it took forever to fully charge the ins. Once it took 30 minutes to get from 90 to 100% charge. The patient said coupling was always good, and they never saw the poor recharge quality screen. However, the patient would get the "recharging needs attention" message, even though she typically saw excellent recharging. They had forced the antenna locate feature the day of the call, and it was always showing upper 90s. The patient said if they sit very upright and press the recharger into their skin, they could maintain their excellent charging. This had been a more recent development. The ins was very superficial. It was slightly tilted to the left side, but this was very minor per the caller. Charge statistics from the tablet showed the following: 4/10 60-90%, 35 minutes, good 4/10 50-100%, 44 minutes, excellent 4/11 70% that last two minutes-the patient said that she was not able to sync up with the ins and got no device found message. 4/11 70-100%, 49 minutes, excellent 4/11 70-100% 41 minutes, excellent 4/12 60-100%, 33 minutes, excellent 4/12 70-100%, 20 minutes, excellent the patient reported stimulation turned off without the patient turning stimulation off on 4/11 when she was trying to recharge the ins. It was reviewed that charging statistics showed excellent charging quality most of the time, and the patient services agent was not able to explain how the patient's stimulation turned off. It was reviewed that excellent captures a range of recharging quality, pointing out the difference progression in charge level with excellent charging. There were no trauma/falls/emi/activity related to this issue. There were no changes at the pockets or events. A replacement controller was sent to the patient to see if this was causing the "recharging needs attention" message. No further complications were reported/anticipated.